Event description:
During on-site service, the baxter service technician identified an f-73 alarm (overcurrent to motor) on a flo-gard infusion pump. Additional information is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection, alarm log review, a service history review, and functional testing were performed. During the alarm log review an f-73 alarm was identified. The alarm was triggered by a disconnected cn201. The cause of the disconnection could not be determined. The cn201 connector was reconnected and the pump was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.